Event description:
After my surgery, the doctor applied mastisol liquid adhesive to help with the sutures. A second degree chemical burn was experienced within 3 days of surgery. Affected area only at application site.